Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had mild haziness beyond the proximal to mid stent placed in the target lesion. In (B)(6) 2011, the patient presented with chest pain and was diagnosed with acute anterior and inferior wall mi. The target lesion being treated was located in the mid left anterior descending artery (mid lad) with 100% stenosis and was 26mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of a 3.00x28mm taxus liberte stent, with 0 % residual stenosis following post dilation. During the procedure, a non-target lesion in the mid right coronary artery (mid rca) was also treated with placement of a 3.00x15mm promus stent. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain radiating to jaws and shoulder and weakness. The patient was diagnosed with non-st elevation myocardial infarction with acute coronary syndrome. Coronary angiography revealed 30% mid narrowings in rca and 25% mild haziness beyond the proximal to mid stent in lad. The patient was treated "medically in absence of exertional chest discomfort with a recently occluded 2nd obtuse marginal branch vessel." The event was considered as resolved without residual effects. The patient was discharged on aspirin and prasugrel. In the opinion of the physician, the myocardial infarction event is related to the promus stent, but not the taxus liberte stent.